Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was shuttled down without a tamp tube present. The patient subsequently developed an 8cm hematoma post procedure. The mynx vcd was used during an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. A cordis avanti 6f sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, with the sheath inserted at a 30¿45 degree angle. The procedure was conducted in an arterial vessel with a verified diameter of =5 mm, no vessel tortuosity, and no presence of pvd or calcium at the puncture site. Hemostasis was achieved using a sandbag, with manual compression applied for 20 minutes. The user completely shuttled down the device without applying unusual force, and the advancer tube was not engaged or visible. No anticoagulants, antiplatelets, or thrombolytics were used. The patient¿s inr was 1.0 and platelet count was 226. There were multiple sheath exchanges. No prior closure devices or pre-existing complications were noted at the access site. The patient requested to go to the hospital, but no evacuation was performed. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis or procedural images, the reported customer complaint ¿hematoma¿ could not be evaluated due to the nature of the complaint. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. However, access site factors, pharmacological factors and/or handling factors of the device are possible. Access site hematomas are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) plug, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was shuttled down without a tamp tube present. The patient subsequently developed an 8cm hematoma post procedure. The mynx vcd was used during an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. A cordis avanti 6f sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, with the sheath inserted at a 30¿45 degree angle. The procedure was conducted in an arterial vessel with a verified diameter of =5 mm, no vessel tortuosity, and no presence of pvd or calcium at the puncture site. Hemostasis was achieved using a sandbag, with manual compression applied for 20 minutes. The user completely shuttled down the device without applying unusual force, and the advancer tube was not engaged or visible. No anticoagulants, antiplatelets, or thrombolytics were used. The patient¿s inr was 1.0 and platelet count was 226. There were multiple sheath exchanges. No prior closure devices or pre-existing complications were noted at the access site. The patient requested to go to the hospital, but no evacuation was performed. Other procedural details were requested but were not provided. The device will not be returned for evaluation as it was discarded.